Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. There was liquid inside the video connector socket. The video connector socket of the device was replaced for preventive repair. After the device was repaired by sorc, the device was working fine. Based on the fact that there was no abnormality in the device, it is possible that the endoscopic image was temporarily not displayed due to a scope communication abnormality caused by liquid adhering to the video connector socket. However, the exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The reported event was not caused by the product or manufacturing, and omsc confirmed that there is no problem with device safety. Also, the reported event does not tend to occur frequently. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the screen blacked out during a therapeutic procedure. The customer reconnected two camera heads, but the problem was not resolved. The customer exchanged for another trolley and completed the procedure. The procedure time was extended from the schedule. There was no report of patient injury associated with this event.